Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 general table and found that the main power switch was turned off. The technician turned the power switch back on allowing the tables batteries to charge. The technician tested the table, confirmed it to be operating according to specification and returned it to service. The 4085 general surgical table states, "important": batteries are recharged automatically as long as the main power switch is set to on and the ac supply power is connected to the table. The plug icon appears on power panel led display (see figure 7-1) indicating ac power and the diode bar indicates battery condition: when table is plugged into facility ac and main power switch is on, the diode bar shows battery charge state. This battery charge state is also indicated by icon on primary hand control. When table is on battery power and primary hand control is active (on), the diode bar shows battery charge state. This battery charge state is also indicated by icon on primary hand control. Batteries require recharging on a periodic basis depending on frequency of table usage. Low or discharged battery conditions are indicated by half filled or empty battery icon on the hand control and some or all green diode bars on power panel led display are off." Steris counseled user facility personnel on the importance of leaving the power switch on to allow the table's batteries to charge. A 3-year complaint review determined this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 general surgical table was being adjusted and stopped moving to its desired position. The patient was transferred to another table in order to complete the procedure. No report of injury or procedure delay.